Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient experienced occlusion alarm on (B)(6) 2024. Troubleshooting confirmed occlusion in the tubing. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.